Event description:
It was reported that the rubber seal in aseptic housing was loose and it broke during service at user facility. Which can cause housing to not close properly and expose the non-sterile battery to the sterile field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the rubber seal in aseptic housing was loose and it broke during service at user facility. Which can cause housing to not close properly and expose the non-sterile battery to the sterile field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.